Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel, using a prostar device after an unspecified procedure. Reportedly, a suture break occurred when the suture ends were being puled to remove the slack. The method used to achieve hemostasis was not reported. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.